Manufacturer narrative:
This device remains implanted but out of service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. There was no noise observed. The associated pacemaker was reprogrammed, and the patient will be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. The pacemaker and rv lead remain implanted and in service. Additional information received indicates a rv lead out of range impedance measurement of greater than 2500 ohms, with a consequent polarity switch to unipolar, was observed. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically abandoned (it remains implanted but out of service) and replaced without incident. Per the cardiologist's decision, the patients pulse generator was also replaced during the procedure. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements. There was no noise observed. The associated pacemaker was reprogrammed, and the patient will be monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. The pacemaker and rv lead remain implanted and in service.